Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that during the procedure, after making sure the tissue was captured properly, the device was fired and half way through the cartridge, the trigger would not complete the firing cycle. Reloaded the device and the same thing happened. There was no consequence to the pt.